Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was caught in the right inferior pulmonary vein (ripv) and when it was removed it was observed to be kinked/knotted and tissue was noted to be wrapped around the device. The patient was asymptomatic and no acute changes to the patient's pressures or status were observed. The case was completed with cryo. A computerized tomography (CT) scan was performed the next day revealing a hematoma in the affected vein. There was no extended hospitalization. The patient was discharged later that day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Patient files showed at least seven injections were performed with balloon catheter 2af284 with lot 4228 on the date of the event, and confirmed system notice 50032 (indicating the safety system has detected a compromised outer vacuum) in injections five, six, and seven on the date of event. The patient files showed at least five injections were performed with balloon catheter 2af284 with lot 4890 on the date of the event. In conclusion, the reported clinical issue (entrapment and pulmonary vein hematoma) cannot be assessed through data analysis. The mapping catheter was discarded and was not returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.